Manufacturer narrative:
Concomitant medical products: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.0.1 h3, h6: no products were received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that there was an alleged inaccuracy. This was an additional occurrence of an issue that occurred on (B)(6) 2023. There was a 30 minute delay in surgery. The use of medtronic navigation was aborted. There was no impact on patient outcome.

Manufacturer narrative:
H2) the logs and archives were reviewed. The logs captured only one session on the date of the issue reported. Logs captured that the site did multiple trace registration attempts but did not provide the root cause of the issue. Archives had 2 different patients, patient 1 has only one computed tomography (CT) exam with (B)(4) slices but there was no plan data or registration data associated to it. The patient 2 has one CT with (B)(4) slices and one magnetic resonance (mr) exam with (B)(4) slices, the site merged both exams by taking CT as reference, merge looked good. The site did 3 trace registrations with an accuracy metric of 1.6 millimeters (mm), 3.7 mm and 2.7 mm respectively. The site did a plan with the length of 60.5 mm at right-anterior-superior (ras) part of head, the site collected good amount of trace points starting from tip of the nose and spread over forehead of the patient with green and yellow zones of accuracy and few trace points were sunken into the skin. As per the IFU of stealth station s8 cranial em, the accuracy = 2 mm is within the margin of navigational accuracy but as per the case description, reported behavior was additional occurrence of the issue described in another case, as per the other case description, the site reported roughly 2 mm inaccuracy, so not sure it was less than or greater than 2mm. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Software version: 2.0.1, application. Codes: b01, c19, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) software logs and archives were returned to the manufacturer, but analysis was not complete yet. Codes: b21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.